Event description:
This device was explanted on (B)(6) 2012 due to erosion. The procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).